Event description:
A consumer reported that he used the ultracare system (including ultrazyme) and about two and a half hours after starting to disinfect, the cup burst. He found his lenses and soaked them in saline for the remainder of the night. Upon lens insertion the following morning, his right eye became red and irritated, and remained so for at least five and a half hours. The pt was advised to remove the lenses until he was able to contact his eye doctor.